Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was taken to the emergency room due to a low blood glucose reading of 45 mg/dl. The mother stated that the insulin pump was working fine and did not feel the need to troubleshoot. Nothing further was reported.